Manufacturer narrative:
Device is a combination product. (B)(4). Promus element mr, ous, 3.0x16mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 4th and 5th struts on the proximal end and the first two distal struts on the distal end of the stent were damaged. The struts appeared to be lifted slightly. The undamaged centre stent od (outer diameter) was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-sep-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 16x3.00mm, eccentric target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. After pre-dilatation, a 3.00x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with only plain old balloon angioplasty performed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.